Event description:
Event description cpi received information that during the attempted implant of this ventak mini implantable cardioverter defibrillator (ICD), a capacitor reform was performed, and then the ICD was connected to the lead. At that point, however, the ICD could no longer be interrogated. The ICD was replaced and returned to cpi for analysis.